Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that she went into a diabetic coma due to an unknown issue with the lfs meter. At the time of concern, the patient received treatment from her doctor with insulin and tablets. The hospital replaced the subject meter. The patient was not able to recall the name of the meter or the specific product issue. This complaint is being reported because the patient alleged she required hcp treatment for diabetic coma due the product issue.